Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that there was no pulse output. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the external pulse generator (epg), there was no pulse output. The epg was returned for service. No patient complications have been reported as a result of this event.